Event description:
As reported, "as we advanced the screw into bone past the pedicle the monolithic screwdriver tip broke."

Event description:
As reported, "as we advanced the screw into bone past the pedicle the monolithic screwdriver tip broke."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: instrument was visually inspected. The tip of the instrument is twisted and damaged. We can also observe that the two footprints designed for the handle connection are deformed. This deformation occurred under torsional loads applied to the shaft. Functional inspection: tip of instrument is twisted and broken. In such condition it won't remain functional any longer in its received condition. Device (B)(4). The heat treatment certificate of the screwdriver was delivered by the subcontractor attesting that devices were correctly heat treated. This was confirmed through internal testing. No deviation was found upon review of the manufacturing records of this batch. Complaint history: stripping or twisting (and/or breakage) of the screwdriver shaft tip is a known issue for this instrument. (B)(4). Conclusion: the screwdriver was visually inspected and it was pointed out that the tip of the screwdriver is twisted. The very tip of the instrument is also broken. The two footprints where the balls are engaged are deformed indicating that high torsional loads were applied to the shaft during tightening maneuver. The fact the very tip of device is broken may also suggest that instrument was insufficiently seated in screw slot.